Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow up when the device was sensing noise and post-sensed t-wave oversensing. The patient received inappropriate atp. The oversensing was noted on a stored egm. Programming changes were made.